Event description:
Boston scientific received information that during a follow-up visit, this left ventricular (lv) lead exhibited pacing impedance measurements of greater than 2,500 ohms and increased pacing threshold measurements with loss of capture. A lead fracture was suspected. It was noted that this patient had been responding very well to the cardiac resynchronization therapy, but was no longer receiving lv pacing. During the lead revision procedure, a 90 degree bend was noted in the lead near the suture sleeve. The insulation appeared to be intact. A decision was made to cut off the damaged area of the lead and make a repair with a new portion of lead and a new connector. After the repair, lead measurements were taken in the unipolar configuration and good sensing, impedance, and threshold values were noted. The lead was then reconnected to the patient's device, where lead tests again showed measurements within normal range. No adverse patient effects were reported. The damaged portion of the lead was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a lead segment without the terminal or distal end, approximately 16.2 centimeters in length, was returned. Visualization of this lead revealed damaged areas approximately five centimeters apart corresponding to the suture sleeve grooves. Upon further analysis, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.